Manufacturer narrative:
The insulin pump alarmed a64 during self test and alarmed lost sensor connecting to glucose sensor simulator due to electrical component on the radio frequency board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self-test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm did not occur during rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated a basal was not programmed before the alarm occurred. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.